Event description:
It was reported intermittent occlusion alarms occurred, some resulted in an elevated blood glucose (bg), however no specific dates were provided. Bg was displayed as "high," no specific value and was addressed with a correction injection. The customer resumed insulin.